Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: 0206882703, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot#: 0206882704, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4), ubd: 13-feb-2017, UDI#: (B)(4) ; product ID: 3888-45, serial/lot #: (B)(4), ubd: 13-feb-2017, UDI#: (B)(4). The reported implant date is (B)(6) 2019 which is after the manufacturer date. Follow up is being done to obtain clarification. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that at the patient¿s routine appointment they complained of needing to increase voltage of stimulation. On interrogation found one contact on each lead was not working. There was high impedance. The patient was advised by the nurse to turn the device down as low as therapeutically possible. The patient was awaiting review appointment. Etiology was related to the device or therapy. The outcome was ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp of a clinical study reporting that the device was reprogrammed on 2022-jun-08.

Event description:
Additional information was received from the health care provider of a clinical study reporting that the patient experienced overstimulation and unpleasant sensations in his back on (B)(6) 2019. The patient turned down the voltage and this resolved the issue. The device was reprogrammed due to lack of efficacy. At the patient¿s appointment on (B)(6) 2022, the patient had improved pain relief since reprogramming. Impedances remained high and out of range but no plans to rectify unless causes further issues that cannot be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider of a clinical study reporting that the etiology was due to programming.

Manufacturer narrative:
Correction: additional information received from the clinical site confirmed that the implant date for this ins serial number was documented as (B)(6) 2019; however, this conflicts with other complaints received for this ins prior to (B)(6) 2019 and prior to the use before date for the ins. If information is provided in the future, a supplemental report will be issued.